Manufacturer narrative:
Additional information received on this case reported that a re-intervention was performed approximately 5 months post index procedu re a non-mdt thoracic stent graft was implanted from the distal anastomotic site of arch replacement, it was reported that the dic had improved. No clinical sequelae was reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the physician commented that the endoleak was suspected form the gap between the open stent and the valiant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: (B)(4) , s/n: (B)(4) ; use by date: 08-aug-2018; (B)(4), s/n: (B)(4); use by date: 24-jan-2019; (B)(4) , s/n: (B)(4); use by date: 08-nov-2018; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on a cta exam performed approximately 5 days post index procedure, an unknown-type of endoleak was detected the endoleak was suspected from the gap between the open stent and valiant. This happened prior to hospital discharge. However, it was reported that on further 3 months follow up CT, this unknown endoleak had resolved. Although the endoleak seemed to have resolved on CT, the physician suspected that it might be only invisible on CT, and performed intervention to implant another manufacturer stent graft from the distal anastomotic site of arch replacement. As per the physician, the cause of the endoleak was related to the device. It was reported that the patient subsequently developed dic (disseminated intravascular coagulation) which is now reportedly resolved. It was noted that an endoleak was suspected to be the cause of the dic. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Per the IFU, the valiant captiva stent graft system has not been evaluated in populations with previous surgical repair in the descending thoracic area. If information is provided in the future, a supplemental report will be issued.